Event description:
A physician reported a pt who was treated in the nasolabial crease and wrinkles along the jawlines on 12/13/1994. On 12/13/1994 the pt developed "purple lines where collagen had been injected, appeared like bruise. No intervention was prescribed. In 6/1997, the symptoms were ongoing; no intervention was required. The physician spoke to the pt in 9/1998; there was still some discolouration present, although much less obvious than initially. No intervention was required. The physician believed the symptoms were product related.